Event description:
A surgeon reported that when the laser key was turned off, the gantry moves down and is too hard to stop. There was no pt involved.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).